Manufacturer narrative:
Device was returned but no additional findings were found in the analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that analysis was performed on product with no additional findings. As the analisys was performed this supplemental record is created.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that the right atrial lead was explanted and replaced due to lead dislodgement. No additional adverse patient effects were reported.